Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient claimed that the pump was randomly shutting on and off for the previous 24 hours. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The patient denied observing damage to the battery compartment or battery cap. She admitted to seeing the yellow o-ring although the battery cap was tightened. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 06/19/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows several power resets. There was no damage or issues found to the battery cap or battery compartment. The rewind, prime and load steps were performed with no issues. The pump was exercised for 24 hours with returned battery cap with no power issues. A battery cap functional test was performed with no connection issues. The pump cover was removed and no moisture or damage was found to the battery flex or power circuit. The reported complaint was verified in the pump history but not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.